Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax mesh (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 ¿ patient was diagnosed with right direct inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1). Per operative notes, ¿in the direct space, hernia was apparent and reduced. A 3dmax mesh (device #1) was placed and sutured.¿ (B)(6) 2005 ¿ patient underwent right inguinal hernia repair. (Note: there is no operative notes provided for this procedure in medical records) (B)(6) 2008 ¿ patient underwent left inguinal hernia repair. (Note: there is no operative notes provided for this procedure in medical records) (B)(6) 2009 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, ¿both direct and indirect inguinal hernia was identified. A perfix plug (device #2) was placed and secured with sutures.¿ (B)(6) 2010 ¿ patient was diagnosed with recurrent direct left inguinal hernia and pain thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿recurrence in direct space was noted and mesh (device #2) appeared to have come away superior. A synthetic mesh was placed in the preperitoneal space and sutured.¿